Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent a surgical procedure to remove excess skin overgrowth from the abutment on (B)(6), 2012. During the surgery a longer abutment was placed. The implanted device remains.

Manufacturer narrative:
Correction: the correct catalog number is 92132; not 93333 as previously reported.this report is filed july 10, 2013.